Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012761286 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degrees (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode wire #9. Inspection (microscope/x-ray imaging) and testing were performed to verify the integrity of the catheter sub-components. During the inspection of the spiral array segment, an electrode wire #9 was observed to be broken. In conclusion, the reported issue (absence of intracardiac signal from electrodes 8-9) was confirmed through testing. The catheter failed return inspection due to electrode wire #9 was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after insertion of the pulseselect catheter inside the sheath and deployment in a circular/lasso fully captured shape within the left atrium with good contact to intracardiac tissue, there was an absence of intracardiac signal from electrodes 8-9 detected on the ep recording system. The catheter interface cable was changed, but this did not resolve the issue. The catheterwas then replaced, and the issue was resolved with the new catheter. The procedure was completed. No patient complications have been reported as a result of this event.